Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a reverse total shoulder arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to the glenosphere construct disengaging from the baseplate. The glenosphere, humeral tray, humeral bearing, and baseplate were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.

Event description:
It was reported that patient underwent a reverse total shoulder arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to the glenosphere construct disengaging from the baseplate. The glenosphere, taper adaptor, humeral tray, and humeral bearing were removed and replaced.

Event description:
It was reported that patient underwent a shoulder arthroplasty procedure on an (B)(6) 2015. Subsequently, a revision procedure has been indicated due to the glenosphere construct disengaging from the baseplate; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02130 and 02399).